Event description:
It was reported the patient's blood glucose level rose above 390 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (hip/buttocks), when removed the pod's cannula was found bent. No treatment was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.